Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced multiple hardware parts, including the sample probe assembly, wash collar, level sense assembly and the cap piercer line 301 tubing assembly and performed multiple alignments to resolve the issue. (B)(4).

Event description:
The customer reported a leak onto the sample tube caps on the unicel dxc 600 pro synchron system. The leak was contained within the instrument. The customer was wearing a lab coat and gloves. No reports of injury or customer exposure. No reports of erroneous patient results generated.